Event description:
It was reported that the pump motor stall occurred when the health care provider tried to use magnet to interrogate the pump. An motor stall error displayed. There was not patient symptom reported. The patient outcome was unknown. The drug in the system was unknown.

Manufacturer narrative:
(B)(4).